Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 509 mg/dl, 316 mg/dl, and 87 mg/dl. 14 minutes later customer tested 44 mg/dl on a second aviva system. Low blood glucose symptoms were reported with these results. Customer self treated with 2 or 3 oz. Of orange juice and one cracker. Low blood glucose symptoms improved in 10 minutes. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.